Event description:
Initial reporter indicated that their patient was in a "care at home program". She was concerned that the pt's vns generator battery may be at end of battery life since his initial implant was (B) (6) 2002 and she feels he may be having "an increase in seizures." It is unknown if the increase in seizures is above the patient's pre vns seizure rate and if it is related to the battery being at end of life. Good faith attempts have been made for additional details, and thus far, no further information has been received.